Event description:
It was reported that on february 8, 2025, at 16:30 pm, the patient's chemotherapy catheter was placed, and the physician performed a central venous catheter via peripheral cannulation, with a successful intrathecal vessel puncture and normal blood return. Utilizing the PICC catheter to enter the vessel, delivered several times, found that the delivery is not smooth, found that the catheter and support guidewire connection is incomplete, the catheter anterior end of the guidewire support is not enough, the doctor immediately replaced the catheter, the placement of the tube was successful. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.